Event description:
It was reported that the event occurred in the intensive care unit (ICU). The catheter was inserted via the patient's right internal jugular site. Approximately 24 hours after insertion, the site began to leak fluid (not blood); they were using the site to infuse dopamine. The md assessed the site and noted that the adaptor had become "unlocked" so the md relocked it and gave the tuohy-borst cap a good tightening. However, the site continued to leak until they removed the infusions from it. It has been noted that no serial or lot numbers were kept as the event occurred after insertion and the kit was thrown out. The patient received a permanent pacemaker. There was no reported patient death or injury. The therapy was delayed/ interrupted, but there was no harm to the patient. There were no reported complications. Medical/ surgical intervention was not required. The patient outcome is listed as patient received permanent pacemaker and was discharged 4 days post insertion of pacemaker.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.